Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was noted the code was reset and the follow up continued. The patient reported hearing beeping tones for the past few days. Technical services discussed that device data would need to be submitted so a battery analysis could be performed. No data was saved for the distributor representative to provide; technical services also discussed that following the interrogation, if it was completed in the normal way, the s-ICD application automatically saves the data and it could be obtained from the programmer that was used during the interrogation. The bd alert can have several different causes, so to ensure therapy remains available to the patient, data will be needed for analysis. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This correction report is being submitted to add a missing device code in h6. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Additionally, no device data was available for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was noted the code was reset and the follow up continued. The patient reported hearing beeping tones for the past few days. Technical services discussed that device data would need to be submitted so a battery analysis could be performed. No data was saved for the distributor representative to provide; technical services also discussed that following the interrogation, if it was completed in the normal way, the s-ICD application automatically saves the data and it could be obtained from the programmer that was used during the interrogation. The bd alert can have several different causes, so to ensure therapy remains available to the patient, data will be needed for analysis. No adverse patient effects were reported. The device remains implanted and in service.